Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). B3: date is estimated; month and year are valid. H3: analysis of the returned wireless recharger (s/n: (B)(6)) revealed that the patient's complaint was confirmed and the device was unresponsive. The led's scrolled continuously and the flash read/write sectors have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated that the battery light on the recharger has been scrolling since 2 weeks ago. Patient did not have the equipment with her at the time of the call. Patient will call back with recharger serial number at which time a request can be sent to repair to replace device. (B)(6) 2025 sap ecc service and repair (B)(4) (rep): no new information. (B)(6) 2025 sap ecc service and repair (B)(4) (rep): no new information. (B)(6) 2025sap ecc service and repair (B)(4) (rep): no new information. (B)(6) 2025 sap ecc service and repair (B)(4), pdf (rep): no new information for the event description.